Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 400 mg/dl this morning. The patient treated with the insulin pump and her blood glucose decreased to 267 mg/dl. The customer stated that the high blood glucose was caused by the threshold suspend feature. The call disconnected before troubleshooting could occur. No products were returned or replaced.